Event description:
It was reported that the replacements for 094160 red rubber intermittent catheters which were said to be the same started with 277 were not the same quality. Stated that the surface causes more irritation, stiffer, not as soft and continue to vary in size. Also stated if a client could not go up a size in a catheter but could go down a size without a prescription, then how could the quality control continue to say it was acceptable to make a 16 french 2 mm bigger and still call it a 16. Customer used the original 094160 for 8 plus years and they were not as stiff, softer and had a better surface texture. No medical intervention was reported. Customer preference- customer would be lost with the policy of packing red rubber catheter in boxes of 12 count. This was creating so much waste and shipping and storage expense. Competitors have kept the 100 per box and it was so much more user friendly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿operator error¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the replacements for 094160 red rubber intermittent catheters which were said to be the same started with 277 were not the same quality. Stated that the surface causes more irritation, stiffer, not as soft and continue to vary in size. Also stated if a client could not go up a size in a catheter but could go down a size without a prescription, then how could the quality control continue to say it was acceptable to make a 16 french 2 mm bigger and still call it a 16. Customer used the original 094160 for 8 plus years and they were not as stiff, softer and had a better surface texture. No medical intervention was reported. Customer preference- customer would be lost with the policy of packing red rubber catheter in boxes of 12 count. This was creating so much waste and shipping and storage expense. Competitors have kept the 100 per box and it was so much more user friendly. Per follow up via phone on (B)(6) 2022, it was stated that the customer wanted to know if there was a softer catheter similar to the all purpose catheter. It was reported that all purpose catheter were stiffer than the 09416 and the surface texture was not the same. Customer stated that they got injured as some of the catheters were bigger than 16fr even though marked 16fr, quality control should not allow to go larger as a patient had to have a prescription to go larger but does not get a smaller size. No medical intervention was reported.